Manufacturer narrative:
One bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled was received for evaluation. The event description indicated the ablation catheter was placed in the coronary sinus, per the tactiflex ablation catheter sensor enabled instructions for use (IFU) "the catheter is contraindicated for use in coronary vasculature due to risk of damage to the coronary arteries." When the returned device was connected to the tactisys quartz unit, optical fibers 1-3 met specifications for optical properties and contact force was displayed with no error messages noted. In addition, electrode 1 and both thermocouples met specifications during electrical testing with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial tachycardia procedure, there was an effusion requiring an epicardial drain and surgery for repair. During surgery the hole was found to be in a very distal side branch of the coronary sinus. This may have been caused by the tactiflex ablation catheter, possibly when showing potentially inaccurate force measurements. Prior to the perforation, about 2 hours into the procedure when it was attempted to put the ablation catheter into the coronary sinus, it was noted that there were very high force readings of about 220g. After repeated force zeroing outside of the patient, the force would get stuck and recalibrate at 60g. The tactisys was restarted, but the issue continued. The catheter was replaced, and the procedure was completed.